Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that of the 0.2 micron low protein binding filters are cracking.

Event description:
It was reported from the lci main that the 0.2 micron low protein binding filter cracked. Although requested, no further information was provided.